Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had a blank display. The customer¿s blood glucose level at the time of incident was 160 mg/dl. The insulin pump stopped working and the customer was on manual injection. The customer was trying to upload the setting and was not able to do so. The customer stated that the insulin pump still beeps but the screen was completely blank. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with currents in specification. No blank display. Lcd board okay. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.